Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7 l/min blood gas flows) and the results are as follows. ¿ 166 mmhg blood side pressure drop. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator; the patient arrived in the operating room for a scheduled aortic valve replacement surgery due to severe aortic valve insufficiency. The procedure was performed via mini-sternotomy, with cervical clinical entry at 10:16 and aortic clamping at 10:17. At 10:20, during systemic cooling and cardioplegia administration, a sudden and progressive increase in oxygenator inlet pressure (pin > 430 mmhg) and a pressure drop (> 250 mmhg) with arterial flow at 4 l/min indicated a probable high-pressure excursion (hpe). The surgical team immediately implemented compensatory maneuvers, including administering sodium heparin (10,000 iu), human albumin (200g/l, 100 ml), hemodilution with ringer's acetate (500 ml), and thermal shock. Despite these efforts, the phenomenon worsened, leading to a reduction in arterial flow to 1.5 l/min by 10:22, with a pin of 630 mmhg and a pressure drop of 520 mmhg, suggesting possible oxygenator thrombosis. The oxygenator was promptly replaced and deflammed within one minute using an oxygenator shunt to maintain systemic perfusion. Five minutes post-replacement, the new oxygenator experienced a pressure drop (> 280 mmhg), prompting repeated interventions with sodium heparin (5,000 iu), human albumin (200g/l, 100 ml), and thermal shock. This resolved the issue within 10 minutes. The patient experienced no adverse outcomes. There were three lots of fusion oxygenator used associated with this custom tubing pack; 229556268, 229505448 and 229505447. Medtronic received additional information that the center uses a roller pump, monitors coagulation with conventional act and temperature on venous return.

Manufacturer narrative:
Continued from h3. Device evaluated: device received, but analysis is currently still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.